Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. There was no reported adverse impact to customer's blood glucose. Reportedly, the customer did not remove residual air from the cartridge during the loading sequence. Technical support educated the customer that per the tandem pump user guide, the user is to remove any residual air from the cartridge. Customer acknowledged and understood the information.